Event description:
On (B)(6) 2010, sanicuff was used in a pt suffering from severe diarrhoea. Every four hours the cuff was deflated in order to allow bowel empting. On (B)(6) 2010, at 8:00 am, the hosp personnel tried to remove the device but the tip of the device had sucked to the bowel mucosa (a negative pressure had developed in the tip). In order to release the negative pressure the staff cut off the catheter part of the device. Air and water were injected into the tube and many attempts of solving the situation failed. At 8:15 pm, the tip was finally removed. At 9:30 pm signs of bleeding (blood and clots) were noticed on the diaper. At 1:00 pm on (B)(6) 2010, a surgeon examined the pt with the proctoscope and was unable to identify the bleeding site. Afterwards only mild signs of bleeding remained ("pink mucous bowel secretion"). (B)(4).

Manufacturer narrative:
It is evident seems that the intensive care unit of this hosp has been using the device for some time as a tool to allow pts with severe diarrhoea to have less frequent and more regular bowel voiding. To achieve this, they use the inflatable cuff on the device to create a total blocking of the rectum for a few hours at a time. Thereby giving the pts some relief from having to constantly defecate. Every four hours, they deflate the cuff so that the pt can empty her/her bowels, after which they re-inflate the cuff again. The deflating and reinflating appears to be automated, so that it is done without human supervision. The mechanism for this, still needs to be understood. In this pt, they had been doing this constantly for three days, and when they attempted to remove the device, the tip of the device had positioned itself so that the hole in the tip was in contact with the bowel mucosa. For unk reasons, a negative pressure had developed in the tip, creating a suction effect that made it adhere to the bowel wall. In order to release the negative pressure, the staff cut off the catheter parts of the device, and to create a positive pressure in the tip of the device, they inserted air and water into the tip, but it still took 12 hours for the tip to disengage from the bowel wall. Afterwards they noticed signs of bleeding in the bowel, but could not positively identify the bleeding site. After the blood and blood clots had been removed, only mild signs of bleeding remained ("pink mucous bowel secretion"). The same device was used constantly from (B)(6), while the labeling specifies each device is for single use. The instructions for use also state that the device must be inserted under fluoroscopy control; the hosp has confirmed that fluoroscopy was not used with this patient. On further follow up with the centre and a request for them to supply a copy of their procedure for using the device as described above, the centre confirmed that they have been using sanicuff for many years on patients treated for diarrhoea. They were not able to provide instructions and stated that the product has been used based on another hospital's practices. They also acknowledged that their use of the device is against the product's documented intended use! It is clear from our investigations that the hospital is using this device outside of its intended use (off-label) and therefore putting the pts at risk. Through our contact with the hospital, they have been using the device in this way for several years. It appears that there may also be two similar incidents at this hosp; confirmation of the details are still being obtained from the hosp as we continue our investigation. The last lot (20154861) of this device was manufactured in march 2009 and discontinued from the product line in november 2010. Result/conclusion of the investigation: our investigations have concluded that the above incident is the only known incident to have occurred with this product as a result of the misuse described above. The ICU of this hospital has been informed in writing that the misuse of this product should be stopped and only used as described in the instructions for use provided with the product. The last batch of this product was shipped to (B)(6) in (B)(6) 2010. (B)(4). As this product is discontinued, and the incident reported was as a result of abnormal use, based at one centre, we have concluded that the existing stock should remain on the market with no action to change the instructions for use. Corrective actions: our initial corrective action will be to confirm in writing with the centre they must discontinue this practice immediately. If training is needed for using the device for its intended purpose, this will be arranged by our local (B)(4) support. A review of our labeling for this device (and finnish translation) is currently under review from a user perspective to identify if it is not effective. Our initial view is that this is abnormal use of the device by this centre, and this use could not have been mitigated in the labeling. Our records show that prior to this incident (B)(4) had not received any similar complaints. Any further actions that may be identified will be detailed in the next report. On (B)(6) 2012: (B)(4) became aware that similar products are marketed in the u.s; therefore, this case is being submitted to the FDA at this time. It was identified that there were two products which are distributed in the u.s. Which use the same subassembly which is included in catalog #66038 which is the single airway tip with silicone cuff subassembly. The two products are catalog #6450 and #8816. The labeling for these products was reviewed to ensure that the intended use is clear and that there is no possibility of confusion that might result in these products being used in the off label manner as described for catalog #66038. The labeling for the products is clear as to the intended use of the product, requires the product to be used under the close supervision of a physician, and for catalog #8816, required the tip to be inserted under fluoroscopic control. The instructions also indicate that the tip will be deflated and removed. Final report: no further actions are planned.